Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a steady increase in the ventricular threshold. The thresholds will be reviewed and the lead remains in use. The patient is enrolled in the protect-pace clinical study. No patient complications have been reported as a result of this event.